Event description:
As reported by the or team, the surgeon encountered difficulties with the clip applier. The handle appeared to "jam" when attempting to fire the device to apply the clip and also at the point of releasing after the clip had been placed, causing the tissue in the operative cavity to tear. The surgeon has used this particular clip applier before without any reported issues.